Manufacturer narrative:
The biomedical engineer reported that the waveforms are not being displayed properly and that the waveforms seem to be re-writing over themselves. They stated that all buttons at the bottom of the remote network station (rns) are greyed out. Customer states that no error message is seen at either the rns or the central nurse's station (cns). The customer was requested to reboot the rns / cns; check to ensure that all the connection cables were properly connected (lan cables, video cables) and to make sure none have been damaged. They have also been instructed to check that the cns does not have any lit hdd error lights. It is unclear whether this issue has been resolved, and whether this was only occurring at the rns which is the secondary monitoring system or at the cns as well. The cns is the primary monitoring system. They have been contacted for additional information, but they have been unresponsive. No patient harm was reported. Additional device information: concomitant medical device: the following device(s) were being used in conjunction with the cns. Remote network station: model: rns-9703-024, sn: (B)(4).

Event description:
The biomedical engineer reported that the waveforms are not being displayed properly and that the waveforms seem to be re-writing over themselves. They stated that all buttons at the bottom of the remote network station (rns) are greyed out. Customer states that no error message is seen at either the rns or the central nurse's station (cns). The customer was requested to reboot the rns / cns; check to ensure that all the connection cables were properly connected (lan cables, video cables) and to make sure none have been damaged. They have also been instructed to check that the cns does not have any lit hdd error lights. It is unclear whether this issue has been resolved, and whether this was only occurring at the rns which is the secondary monitoring system or at the cns as well. The cns is the primary monitoring system. They have been contacted for additional information, but they have been unresponsive. No patient harm was reported.